Event description:
It was reported that the customer delivered too much insulin via a bolus. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Reportedly the customer ate something to address bg. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.